Event description:
It was reported per medwatch report that the procedure was being performed on a (B)(6) year old female pt for a left knee replacement. An epidural catheter ws inserted into the pt pre-operatively by the physician. Following surgery, the catheter was pulled by the nurse and upon assessment of the catheter, the tip of the catheter was noted to be missing. A CT scan was ordered to determine where the tip was located. The CT scan revealed that the tip of the catheter was located in the epidural space of l3-l4. The pt declined surgical intervention for removal of the catheter tip.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.